Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing for earth leakage current failed performance specification. There was no patient involvement. No further information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter; however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice rite (return instrument test / evaluation) electrical earth leakage current test. The product analysis lab evaluated the device. The cause was determined to be a shorted pump assembly due to fluid ingress. Baxter will continue to monitor similar reports to determine if further actions are required.